Manufacturer narrative:
Depuy spine has requested the return of the retrieved portion of the broken screw. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports two pedicle screws broke, both at the screw head/shaft interface. The breakage was found during revision surgery. The broken screw shafts could not be removed and remain in the patient. Reports the revision procedure was extended by one hour. Mfg medwatch report# 1526439-2010-00093 is being submitted for the other screw that was involved in this event.